Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse was informed that the customer performed bleach/decontamination procedure on the instrument. Customer indicated to the fse that there api testing is now within range. The fse explained to the customer the importance of keeping with the maintenance of the instrument. The instrument was released and is functioning as intended. The most probable cause for this event is contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2016 the customer reported they failed there api for the 3rd time for ca-125 with multiple ca 125 pack lots on their aia-360. The customer indicated they are using cliniqa control lot 1603190 and that they run it for 30 days a new one is started. On (B)(6) 2016 the api survey run for ca 125 pack lot 40 with unknown calibrator lot was performed. Also, a qc run was performed on the same day for ca-125 and the results were as follow: result , range: level 1= 46 , 35.8 to 63.8; level 2= 191 , 141 to 211; level 3= 348 , 245 to 368. All of the results were within the established range but level 3 is running on the higher end of the range. An api run on (B)(6) 2016 for ca 125 for tm3 and tm4 was performed. Tm3 result was 373.8 and the range (308 to 357.5). The tm4 result was 111.1 and the range (91.7 to 111.7). Tm 3 was out range high and tm4 was within range but on the higher end. On (B)(6) 2016 ca 125 was calibrated with new pack lot 46 and qc was performed after calibration l1= 46.4 l2= 180 l3= 317.7; today l3 qc= 356, so it is trending higher, not sure if this is from qc degradation or some other cause. The technical support group (tsg) advised the customer to run the same qc again, then open a fresh qc and run it with mac controls followed by re-running the api sample. The customer decontaminated all the bottles and the analyzer with a 10% bleach solution. Then they ran there qc material and the mac qc lot# f305 : l1= 16 ( 12.7 to 17.5) ; l2= 43.9 ( 35.5 to 49.1) ; l3= 101.5 (73.9 to 102.1). Qc material results: l1= 48.7; l2= 202.8; l3= 349.6. The customer t then calibrated and ran the mac controls and the results were as follow: l1=15.2 l2= 47.4 l3= 97.4. All the qc material including the mac controls are within range.